Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance greater than 300 ohms. The physician opted to reprogram the pacing vectors. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).